Event description:
A customer of ours, using a tens3000 (a tens medical device) purchased from us on october 2, 2009, called to complain that one of the leadwire ports was delivering a strong pulse even when the dial was set to 0. The patient did not seek medical attention and did not report an adverse reaction. She returned the unit and we replaced it with a different type of unit. Upon troubleshooting the unit, we discovered that the product in question did indeed deliver this stronger pulse intermittently.